Event description:
It was reported that the patient's device was malfunctioning and is "randomly switching without moving" which started a couple weeks prior to this report. It was stated that the patient wants his device to be checked by a manufacturer representative. It was noted that the adaptive stimulation had been working fine until a couple weeks prior to this report. The patient was redirected to their health care provider (hcp). If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).